Manufacturer narrative:
The electronic device logfile was evaluated by the manufacturer. The records therein provide evidence that the workstation passed the post in the morning of the doe without deviations. About five hours later the concerned procedure was started in volume af mode. Just from the beginning, a fresh gas deficit was present and negative airway pressures were measured. Several fg low or leak and volume not attained alarms were given. In the following positive and negative pressure peaks were detected by the device leading to a blockade of the ventilator piston. The device initiated an autonomous shutdown and a ventilator fail alarm was given. The user continued the ventilation using the man/spont mode und the unit was powered off. The evaluation of the logfile records revealed no indications for a technical malfunction. No indications for a malfunction of the pcbs power or analog or the motor itself were found. The negative airway pressures in combination with the fresh gas deficit are typically for the usage of a suction system while the patient remained connected to the breathing system. Due to the resulting vacuum pressure the piston motor got stucked. Finally, the manufacturer concludes that the reported symptom was most likely caused by the usage of a suction system inducing a vacuum pressure leading to a motor blockade. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while changing to man/spont automatically. All alarms, possible causes and remedies are described in the instructions for use. Based on the investigation results the impairment of ventilation was not caused by a technical device malfunction. Therefore, the case was assessed as non-reportable in retrospect.

Event description:
It was reported there was a ventilator failure during use. No patient injury reported.

Event description:
It was reported there was a ventilator failure during use. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.